Manufacturer narrative:
A sales representative visited with the surgeon to discuss the case. The sales representative recommended in the case of a small incision, not to try going after all pieces, but to use the manipulator to bring the pieces to the tip. The doctor agreed to try and pick up this method. The parameters of the instrument were checked and were as they should have been. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B) (4). (B) (4)

Event description:
Adverse event(s): "phaco burn" (burn, corneal); "decreased iop" (intraocular pressure, delayed, uncontrolled); "choroidal swelling" (swelling), "edema of the inferior macula" (edema, macular). Product problem(s): "no device problem reported" (no known device problem). A surgeon reported phacoemulsification burn, decreased iop, choroidal swelling and massive edema of the inferior macula. The surgeon reported the low parameter settings were used for surgery. An uncomplicated phacoemulsification procedure was performed with a 2.2mm incision. At the end of the procedure, a phacoemulsification burn was noted for which he used sutures. Post-operatively, the intraocular pressure stayed low irrespective of the use of a bandage contact lens, choroidal swelling and massive edema of the inferior macula. The pt was then referred to another facility for further treatment.